Event description:
A report was received that the recently implanted patient had developed an infection at the pocket site. The site did not look right the way it was healing and still looked scabby. The physician believed that the infection was due to the procedure and not with the device. The patient was prescribed antibiotics and underwent revision procedure wherein the ipg was relocated. The patient was reportedly doing well postoperatively.